Event description:
It was reported that during the procedure, the stylet was failed to be inserted in the right atrial (ra) lead. Furthermore the helix of ra lead was failed to retract. The ra lead was replaced and the procedure continued with the new lead on (B)(6) 2022. No patient consequences reported.

Manufacturer narrative:
The reported events stylet cannot be inserted, and helix mechanism issue were confirmed. A complete lead was returned in one piece. Visual examination found the helix partially extended and clogged with blood/tissue. X-ray examination found the inner coil inside the connector region was over torqued consistent with procedural damage. The cause of the reported events was isolated to the blood/tissue clogging the helix and the over torqued inner coil. No other anomalies were found.